Manufacturer narrative:
Citation: khokar et al. Computed tomography analysis of coronary ostia location following valve-in-valve transcatheter aortic valve replacement with the acurate neo valve: implications for coronary access. Catheter cardiovasc interv. 2021 feb 14. Doi: 10.1002/ccd.29503. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding analysis of coronary ostia location following valve-in-valve transcatheter aortic valve implant of non-medtronic valves into degenerated aortic bioprosthetic valves. All data were collected from multiple centers between february 2019 and february 2020. The study population included 20 patients (predominantly male, mean age 76 years), three of which were implanted with a medtronic hancock surgical bioprosthetic valve (unique device identifier numbers not provided). Among the three medtronic patients adverse events included: aortic regurgitation (ar), aortic stenosis (as) or a combination of both. Based on the available information medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.